Manufacturer narrative:
UDI #: (B)(4). Pt age at time of event or date of birth: unknown. Pt sex/gender: unknown. Date of event: unknown. Implant date: unknown. Explant date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic was torn. Reportedly, there was no patient injury. Attempts were made to obtain additional information; however, nothing further was provided. It is unknown if the haptic was torn while inserting into the patient's eye or prior to handling.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed ovd (ophthalmic viscoelastic) residues and particles were observed on the lens. The lens optic was observed without damages. One (1) loop (haptic) was observed detached. A manufacturing record review was performed. The manufacturing process record (po) was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The calculated occurrence rate is within the acceptable probability and no potential product deficiencies were identified. No other complaints for this production order number were received. In addition the directions for use (dfu) were reviewed. The dfu adequately provides the customer with information on precautions and proper device usage. All pertinent information available to abbott medical optics has been submitted.